Event description:
As reported by the (B)(4) study, the patient experienced indigestion following the index procedure and troponin I increased post index procedure that was later diagnosed as a periprocedural mi as per the cec adjudication minutes. Approximately six years before the index procedure, the patient had driver stent placed in the lad/diagonal due to v-fib which was later diagnosed as 70% stenosis in the lad/diagonal through catheterization. At the time of the index procedure, angiography revealed 70% instent restenosis of driver stent in the mid left anterior descending. The indication for the procedure was unstable angina pectoris. The lesion was described as 8mm in length, type b1 with 70% instent restenosis of a previously placed driver stent. The reference vessel was non-tortuous and 3mm in diameter. A 3x13mm cypher stent was successfully implanted. Pre and post dilation were not performed. Residual stenosis was 0%. Pre and post timi flow were 3. Following the procedure, the patient experienced indigestion in the mid-sternal region. Unknown treatment was given and the event resolved without sequelae. According to the investigator, the event was not related to cordis product or the index procedure. The investigator felt the indigestion was due to the patient not eating well for a couple of days and taking aspirin and plavix on an empty stomach. Post index procedure, the patient also experienced elevated troponin I that was later diagnosed as a periprocedural mi based on the cec adjudication minutes. No additional information was provided.

Manufacturer narrative:
Concomitant medications included aspirin, beta blocking agents, bivalirudin, plavix, niacin, and zetia. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) female with medical history including mi with pci (B)(6) 2004, dyslipidemia, hypertension, copd and former smoker. The indication for the index procedure was angina; sudden onset of chest pain beginning 19 hours prior to the procedure. The target lesion was a 70% instent restenosis in the mid lda. In (B)(6) 2010, the index procedure was performed to treat the restenotic lad lesion. One study stent was successfully implanted. The core lab reported a 26% residual inlesion stenosis with no dissection and timi 3 flow. Pre-procedure the ck was 88, the ckmb was <1 and the troponin was 0.0. In another draw pre-procedure the ck was 74, the ckmb was <1 and the troponin was 0.006. Post procedure the ck was 79, the ckmb was <1 and the troponin was 0.022. Later that day the ck was 86, the ckmb was 2.0 and the troponin was not tested. The last set of enzymes drawn the day after the index procedure revealed the ck was 108, the ckmb was 2.0 and troponin was 0.308. The core lab reported no new major st-t abnormalities and no new q waves. The post procedure was uncomplicated and the patient was discharged the following day on dual ante-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.